Event description:
A surgeon reported that a posterior capsular (pc) tear occurred during a cataract extraction procedure. While doing a vitrectomy, a corneal burn was noted. Additional information was received from the surgeon who reported the pc tear was not related to any alcon product. He also indicated that the corneal burn was very superficial. The patient was seen post-operatively and the burn had resolved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).